Event description:
Related manufacturer reference number: 2017865-2022-46644. Related manufacturer reference number: 2017865-2022-46645. It was reported that the patient presented for a follow-up in clinic with pocket erosion. The pacemaker, right atrial lead and right ventricular lead were explanted to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.